Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is currently underway. The reported problem (device alarming that the electrodes are not making contact with the pt's skin) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt. The pt was provided with a replacement electrode belt.

Event description:
The nurse assisting a (B)(6) male pt contacted zoll lifecor customer support to report that the system is alarming that the electrodes are not making contact with the pt's body. The pt was provided with a replacement electrode belt.